Manufacturer narrative:
X-rays were supplied, but were not conclusive in a cause. If add'l info is obtained, a supplemental report will be filed as appropriate.

Event description:
The surgeon reported that he had to revise a nugrip prosthesis because of reoccurring pain and stem migration.